Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported that charging used to take the patient 4 hours and now charging takes the patient 5-6 hours. It was noted the patient was charging more than expected and would get all 8 coupling bars when charging. The reporter stated the implantable neurostimulator (ins) was on 24/7, which is the only way for them to stand their nerve pain. In was noted the ins was placed in the lumbar area of the left buttocks. It was further noted the patient stated charging was ¿super slow.¿ additional information stated the implantable neurostimulator (ins) had been removed.